Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed recorded episodes of automatic mode switch (ams). The cause of the ams was suggested to be myopotential oversensing in the atrial lead. No intervention was performed, the patient would continue to be monitored. The patient was in stable condition.

Event description:
Additional information received notes that the patient's atrial lead exhibited undersensing and noise. No intervention was performed. The patient was in stable condition.